Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the health care provider thought that there was a problem with the battery. The health care provider ¿admitted¿ that normal depletion may be the cause, but noted that they do not know anything about implantable neurostimulator and works for a physician who does not implant. There were no patient symptoms reported. Additional information was received from the health care provider on 2017-02-27 that reported that the patient first started experiencing a problem with the battery acutely at 4:00pm on the day of hospital admission. The problem with the battery was clarified to mean battery depletion. The patient experienced an acute inability to move related to the problem with the battery. A clinical exam and diagnostic image found normal placement which was in congruence with the inability to move. The patient had a serendipitous sneeze while hospitalized and was suddenly able to move again. The cause of the problem with the battery was determined to be a depleted battery since it was old, and it was unknown if the problem with the battery had been resolved.

Manufacturer narrative:
The device codes no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a consumer on 2017-06-16 stating that the battery died due to normal battery depletion. Since then the patient had a lot of pain and trouble moving. It was reported that the patient suffered for 3 months because they could not get the implant fixed/replaced. After a replacement occurred the pain calmed down and their movement got better. Stimulation therapy had always worked for the patient and continued to do so. Per the patient, the health care professional (hcp) had stated that the device did not work, but the patient stated that they did not know why the hcp said that because the device worked for the patient. No further complications were reported. These events occurred in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.